Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the alarm. The device was received with scratched and cracked screen, cracked case display window corners, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process as well the device was stuck on the prime loop. The blood glucose reading was 253mg/dl. Troubleshooting was performed, and the customer was unsure if the drive support cap was damaged. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.